Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels of 36 mg/dl. The customer alleged that automatic boluses were delivered within an hour of a requested extended boluses. Tandem technical support (cts) reviewed the pump history, and educated the customer on the function of control iq and automatic boluses. Cts verified control iq functioned as intended. Customer consumed carbohydrates to address bg.